Event description:
The patient had their generator replaced due to prophylactic reasons and their lead replaced due to chest pain and a suspected lead fracture. Lead impedance value was noted to be within normal limits though. The explanted generator has not been received by product analysis to date. Additional information received noting that the surgeon observed a lead fracture immediately distal to the vagus nerve. No other relevant information has been received to date.